Event description:
The patient was having a radiofrequency ablation of the right greater saphenous vein, approximately the proximal mid thigh region, the device began to malfunction. It was removed in exchange for a new device which worked appropriately down the length of the thigh. No patient injury.